Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment and outcome of the event were not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient reported that the peritonitis occurred about two weeks prior to the receipt of this report (exact date unknown). The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event for ¿about one week¿ (exact dates unknown). On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose/frequency was not reported and the route was unknown). On an unreported date, the patient was switched to hemodialysis. On an unknown date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.